Event description:
It was reported that the patient was experiencing ineffective therapy due to lead fracture. The issue was confirmed via x-ray. No intervention is planned due to concern about the burden of surgery on the patient.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.